Manufacturer narrative:
It was reported to abbott a patient underwent a revision to address fractured leads. An attempt was made to place two new leads, but they could not be advanced to the targeted location due to scar tissue. The fractured leads were cut and left connected to the ipg. The physician's plan is to refer the patient to a neurosurgeon for a paddle lead implant to correct the issue. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that patient underwent surgical intervention on (B)(6) 2025 (related manufacturer reference number 3006705815-2025-01224, 3006705815-2025-01225) wherein the leads were cut and remained implanted. Additional surgical intervention may take place to address the issue.